Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm. Blood glucose value at the time was unknown; current value was 350 mg/dl. Customer's mother stated that the customer is usually in the 300 mg/dl range. It was reported that the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.